Event description:
It was reported to philips that the ac module was making a humming noise. There was no noted physical damage to the device. There was no reported patient or user involvement and no adverse patient/user impact.